Manufacturer narrative:
Follow up 2 emdr 1317056-2025-00337 was submitted on 4/24/2026. The report failed due to a duplicate report number. The follow up report incorrectly documented the section g6 follow up number as '1' instead of '2.' This is being sent to correct that error. Reference: (B)(4).

Manufacturer narrative:
Supplemental report is being submitted due to additional information received in user facility medwatch; reference mw5178664. Additional information added to the following sections: a2; a4; a6; h10. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A nurse reported the following issue with a CT w/7.5fr det cath & vi smartport: "patient had an angiodynamics port placed by dr. (B)(6) on (B)(6). Patient arrived at the cancer institute on (B)(6). Port was accessed and no blood return noted. Cath flo was placed and unsuccessful. Md notified and portogram was ordered. Completed on (B)(6) and it showed: discontinuity of the patient's central catheter which appears to have sheared at the level of the chest wall. The loose fragment of the catheter is largely within the right atrium. Patient was then sent to the ER and was transferred to gmh to have the device removed from right atrium." Despite multiple good faith effort attempts, no further details have been obtained.